Event description:
It was reported that the ivus catheter produced an image during operation check. During the procedure, the ivus catheter was unable to fully advance the vessel and no image was obtained. The ivus catheter did not get stuck in a lesion but may have been caught in the guide catheter. The shaft was found bent at this point. The ivus catheter and the guidewire were removed from the pt body as a unit. Another catheter was used to complete the procedure. There was no pt injury or no adverse event reported. The pt was released from the hosp according to the original treatment plan. This is being reported as a notification only. It is volcano's policy to report instances where a catheter issue may cause removal or exchange of the guidewire or guide catheter.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. During examination of the returned ivus catheter, a bent/kink was observed on the proximal shaft approx 26.67 cm from the distal end. The device passed functional testing and it produced a complete image. The observed bent/kink did not affect the device's functionality. It was reported that the catheter may have been caught in the guide catheter while advancing into the vessel. This event could result in damage to the catheter which in this case could be the cause of the bent in the proximal shaft. The IFU states that this device is a delicate scientific instrument and should be treated as such. Always observed the following precaution: do not cut, crease, knot or otherwise damage the catheter. Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guidewire while inside the pt, carefully remove both the wire and catheter and do not use. If binding occurs outside of the pt, remove the catheter and do not use. The physician followed the IFU and a new catheter was used to complete the procedure with no harm to the pt. It was reported that the pt was released from the hosp according to the original treatment plan. No further action is required.